Event description:
It was reported by field service report that twenty minutes into transport the pump alarmed, then continued to alarm every ten minutes. As a result, the pump was exchanged. There were no reported pt complications.

Manufacturer narrative:
Findings/action taken: replaced battery - performed functional checks - pass functional checks. Follow-up report will be filed, if additional info becomes available.